Event description:
The hospital reported that during a procedure, 2 heartstring seals were too stiff to load into the delivery tube. A third seal was loaded, however, it leaked once it got loaded into the aorta. A fogarty clamp was used to complete the procedure. 9/7/2007 - additional information was received, upon opening the box, it was noticed that the first 2 seals were cracked. Cracked seal is a reportable malfunction. This report is for the third seal.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.